Event description:
A doctor was lowering the table while the foot switch was on the table's base and under the drawer. The table lowered to the point where the drawer pinned the doctor's foot between itself and the base. The doctor sustained soreness and bruising.

Manufacturer narrative:
A svc company was dispatched and found the table in good working order. It was found that the doctor was using the foot control under the drawer section on top of the table's base. The table's users guide clearly states; "caution: be sure that all personnel and equipment are clear of the table before activating any function. Failure to do so could result in personal injury." This is the only reported incident of this type since the introduction of the table in 2003.